Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All buttons functioned properly; however, there were corroded keypad traces. No button error alarm was noted during testing. The following cosmetic damage was also found on the pump: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, and a cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 66 mg/dl; earlier, it was before 20 mg/dl and he treated that with juice. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.